Event description:
End-user reported that approximately three (3) to four (4) months ago he developed a rash under tape collar. End-user stated that he saw a medical doctor (md) who ordered nystop powder to treat affected site. End-use stated that site showed no sings of clearing up, so the medical doctor (md) changed medications to clotrimazole betamethasone ointment which helped, but there are two (2) small areas that has not healed/remains unresolved. End-user describes the bumps as pimple-like and small.

Manufacturer narrative:
The product associated with batch 3e03324 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on september 18, 2015. A batch record review was performed and no discrepancies were discovered. Previous investigation is applicable to this complaint. Therefore this complaint will remain open until completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that the following skin care prep is performed: applies allkare adhesive remover wipes, washes with either basic or dove soap and water, dries, then applies wafer. End-user stated that he has tried using allkare protective barrier wipes in the past, and also uses coloplast brava strips on outside of tape collar and showers with appliance on. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.